Manufacturer narrative:
A2. Reported patient age is the mean age from all patients included in the study group. A3a. Reported patient sex is representative of the majority (64%) of patients included in the study group. B3. Event date is the date the article was published online. G4. As the device model/cfn number information is not reported in the article, the premarket notification/501k number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duan, g., zhang, y., wang, y., li, z., shang, c., chen, r., zhao, r., yang, p., dai, d., fang, y., huang, q., hong, b., xu, y., li, q., liu, j. (2025). Low- and intermediate-grade lateral sinus dural arteriovenous fistulas: factors affecting the outcome of endovascular treatment over 18-year experience in a high-volume neurovascular center. Ajnr. American journal of neuroradiology, 46(6), 1152¿1158. Https://doi.org/10.3174/ajnr.a8622 medtronic review the literature article found a retrospective review of 117 patients with low and intermediate-grade lateral sinus dural arteriovenous fistulas (ls-davfs) who underwent endovascular treatment (evt) between may 2004 and december 2021. A combination of histoacryl glue, onyx, and multiple manufacturers coils was used and occlusion balloons were used to protect the sinus. Multiple manufacturers' balloons were used, including medtronic's hyperform and hyperglide balloons. It was not specified which devices were used in each procedure. There was no device malfunction reported in the article. The article explained the recurrence rate of ls-davf after evt is high due to the nature of the condition; this was not associated or linked to any device or therapy issue. There were peri-procedure complications, complications which occurred within 30 days of evt that conservatively could not be ruled out potential procedure related. These events included: - cranial nerve (cn) palsy in 3 patients. - symptomatic ischemic stroke in 6 patients. - intracranial hemorrhage was observed in 2 patients. - epilepsy in 10 patients additionally, unfavorable outcome, denoted by modified rankin scale (mrs) score of 3-5 was reported in 6 patients thought it was not indicated that these outcomes were associated with the treatment, though discussion in the article signifies poor outcome may likely be attributed to the patient disease under study.